Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl at the time of the incident and the current blood glucose of the customer was 103 mg/dl. Troubleshooting was performed. Customer stated o ring was missing. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with no traces of moisture on electronic assemblies and motor assemblies. (B)(4).